Manufacturer narrative:
(B)(4). The device was manufactured on april 21, 2014 ¿ april 23, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was missing the luer cap. This was noted prior to patient use. The device was filled with an unknown chemotherapy drug. There was no patient involvement. No additional information is available.